Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the darwer was not detected on bus. The field service engineer reseated cables and rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not detected on bus. The customer stated that the drawer was completely disabled. No meds in drawer 3-1 were available. There were no adverse events or injuries reported based on this event.